Manufacturer narrative:
(B)(6). The evaluation revealed: the concerned product has been repaired 4 times in the past year. The engineer did not confirm the event "the remote control is out of control". Additionally, the bending cover had leakage, the bending tube was deformed with indentation, the lg-tube had leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus after use, the device was leaking and the remote control was out of control. The facility finished the case with the same device without a delay over 15 minutes. There was no injury or death reported due to the event. This report is being submitted for the control unit malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event in unable to be determined. However the likely cause is due to stress, as the switch cord was separated from switch board. The event can be detected/prevented by following the instructions for use which state: inspection of the remote switch:all remote switches should be checked to work normally even if they are not expected to be used. The endoscopic images may freeze, or other irregularities may occur during the examination and may cause patient injury, bleeding, and/or perforation. Olympus will continue to monitor field performance for this device.